Manufacturer narrative:
Final analysis found slightly burnt components on the printed circuit board (pcb) which resulted in failure to power up. The failure was contained within the housing and posed no risk of exposure to the user or patient.

Event description:
It was reported that the transmitter was unable to be turned on due to charring present on the charring on the prongs. The transmitter was replaced. There were no patient consequences.